Event description:
The ortho summit sample handling sys instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident.